Manufacturer narrative:
(B)(6) 2016.

Event description:
The customer reported the unit went down with error code messages of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed and auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported that there was no patient involvement.